Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The evaluation found the device out of specification. The device falsely detects a loaded set caused by a failed upstream sensor with loose alignment guide pins. The failed upstream sensor and loose alignment guide pins were replaced.

Event description:
During the evaluation of a spectrum pump, it detected an IV set, when there was no IV set present. There was no pt involvement.